Manufacturer narrative:
B3: event date: the event occurred between (B)(6) 2026 and (B)(6) 2026. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed during continuous renal replacement therapy with a prismaflex st150 set. The pre blood pump luer lock broke during a bag change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.